Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was 6.1 mmol/l. The customer stated that they were swimming and there was a crack on the pump. "Critical pump error" was displayed on the screen. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received stuck in a critical pump error and was unable to download due to severe corrosion on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self tests due to the critical pump errors. Unable to verify the pump error 35 due to a critical pump error. The pump was received with a cracked case on the battery tube area. The pump was received with a scratched casing, minor scratches on the lcd window, a peeling end cap address label, severe corrosion on the force sensor assembly and moisture damage on the motor home switch.